Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Event description:
Healthcare professional reported "implant malposition". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, b5, b7, h6.

Event description:
Treatment reported: left implant was repositioned during contra-lateral side surgery on (B)(6) 2025. Device remains implanted.